Event description:
The surgeon was attempting to use the clip to control bleeding. When the first clip device failed, staff tried to use this device (same kind of clip & same lot number as the first device that failed). However, when the surgeon closed the jaws, the clip deployed. The clip should have deployed when the ring was pulled. In this case, the ring was not pulled--only the jaws were closed, and the clip deployed. Staff obtained a third device (different lot number) to attempt to deploy a clip.====================== health professional's impression======================they do not know.====================== manufacturer response for clip, resolution clip======================we are awaiting the manufacturer's report.